Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and both possible batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# jl8chzz0; batch # jl8chzz1.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2016 and mesh was implanted. During the procedure, it was found that the mesh foil was open and no sterile. The procedure was completed with other device. There were no reported patient consequences. No further information was provided.